Event description:
It was reported the patient underwent a percutaneous transluminal angioplasty (pta) via a contra lateral approach. The 8f angio sts plus was successfully deployed with hemostasis achieved. The patient was discharged the following day. A few days later, the patient had pain and a hematoma formed. The patient returned to the hospital for an evaluation. The vascular surgeon did not notice a psuedoaneurysm; however, the wall of the artery was damaged and hematoma was present. The common femoral artery was isolated and sutured. Reportedly, the patient was in good condition.

Manufacturer narrative:
No components were returned for analysis. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the hematoma and pain could not be conclusively determined. The angio-seal device instruction for use (IFU) state that the hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.